Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative replaced the touch screen to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Corrective actions are in progress for this issue.

Manufacturer narrative:
There was no patient involvement. The date of event has not been provided. This information will be provided in a follow-up report if made available. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touchscreen of the centrifugal pump 5 (cp5) became unresponsive during priming. The touchscreen was replaced. There was no patient involvement.